Manufacturer narrative:
(B)(4). Preliminary evaluation of the reported device indicates - extension line separated/torn during use.

Event description:
The customer reports the dialysis catheters retains tubing when attempting to disconnect. The end of tubing broke off because it was lodged tightly into the connector.

Event description:
The customer reports the dialysis catheters retains tubing when attempting to disconnect. The end of tubing broke off because it was lodged tightly into the connector.

Manufacturer narrative:
Qn#(B)(4). The customer returned one hemodialysis catheter for evaluation. The venous extension line was separated near the luer hub. Microscopic examination revealed the point of separation is jagged , indicating undue force caused the breakage. A portion of tubing was also found in the luer hub. This material also appeared rough and jagged. The portion of extension line body attached to the luer hub measured to be 15 mm in length. The portion of the extension line attached to the rest of the catheter measured to be 40 mm. This indicates that the entire extension line (55 mm) was returned as product specifications are 48-60 mm per product drawing. The inner and outer diameter of the extension line body were also found to be within specification. A manual tug test confirmed the arterial extension line was properly secured within the luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The customer report of extension line separation was confirmed by complaint investigation. The returned venous extension line was separated and the edges were rough and jagged, indicating undue force caused the breakage. There was also a male luer broken off inside the luer hub. The returned sample passed all relevant dimensional inspection and a device history record review was performed based on sales history with no relevant findings. Based on the sample returned, it was determined that unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.